Manufacturer narrative:
Clinical code: 4499- renal impairment: on (B)(6), the patient's renal function tended to deteriorate. 2448- paraplegia: the patient is currently paraplegic and unable to move his/her legs. Impact code: 4614- serious injury/ illness/ impairment: there was serious health damage to the patient. (Sequelae: paraplegia). 4624- surgical intervention: emergency tevar was performed. A tag (28mm x 10cm, gore) was implanted inside the narrowed lumen of the thoraflex hybrid during tevar, and the pressure gradient was resolved. Medical device code: 2976- material deformation: angiography was then performed and showed that the lumen of the thoraflex hybrid was compressed around the distal part of the aortic arch. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales jan 19 - jan 24 vs appearance > product defect > curled /kinked / folds / twisted complaints) gave an occurrence rate of (B)(4) (complaints v sales). No negative trend in the number of complaints received has been identified. 4111 - communication/ interview: additional information about the event was requested on 19 mar 24 regarding any issues with device before implant, device defects, scans, and patient outcome; additional information was received from the site on 21st mar 24: the device was successfully implanted without issue during implantation, the lumen of the vessel was expected where the device was implanted to stay expanded, but compression occurred. Unfortunately without the return of the device/ scans we could not complete a full investigation. From the investigation performed conducted root cause for this event could not be determined. No causal link between the event and device deficiency could be established 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4114 - device not returned: site confirmed on intake form that device was not available for return investigation findings: 213- no device problem found: from the investigation performed a root cause for this event could not be determined. No causal link between the event and device deficiency could be established. Investigation conclusions: 4315- cause not established: from the investigation performed a root cause for this event could not be determined. No causal link between the event and device deficiency could be established.

Event description:
Stented graft section defective/ retrograde leak/ paraplegia: on (B)(6) 2024, the thoraflex hybrid (tx-p2426150) was implanted. No problems were noted immediately after the procedure. On (B)(6), the patient's renal function tended to deteriorate and the pressure gradient between the hands and feet was measured, which showed a pressure gradient of approximately 70. The patient had no symptoms. Angiography was then performed and showed that the lumen of the thoraflex hybrid was compressed around the distal part of the aortic arch and emergency thoracic endovascular aortic repair (tevar) was performed. Manucafturer's device (28mm x 10cm, gore) was implanted inside the narrowed lumen of the thoraflex hybrid during tevar, and the pressure gradient was resolved. The central anastomosis of the thoraflex hybrid was in zone 2. As there was retrograde blood flow from the left subclavian artery into the aneurysm, a vascular plug (abbot) was used to embolize the left subclavian artery. After the tevar, narrowed portion of the thoraflex hybrid was dilated and the pressure gradient was resolved. However, the patient is currently paraplegic and unable to move his/her legs. The tag was implanted within the thoraflex hybrid at the narrowed portion of the lumen of the thoraflex hybrid and did not protrude from the periphery of the device. This report is being submitted as a final for manufacturing report #9612515-2024-00022 to provide event closure information for (B)(4).

Event description:
Stented graft section defective/ retrograde leak/ paraplegia: on (B)(6) 2024, the thoraflex hybrid (tx-p2426150) was implanted. No problems were noted immediately after the procedure. On (B)(6), the patient's renal function tended to deteriorate and the pressure gradient between the hands and feet was measured, which showed a pressure gradient of approximately 70. The patient had no symptoms. Angiography was then performed and showed that the lumen of the thoraflex hybrid was compressed around the distal part of the aortic arch and emergency tevar was performed. A tag (28mm x 10cm, gore) was implanted inside the narrowed lumen of the thoraflex hybrid during tevar, and the pressure gradient was resolved. The central anastomosis of the thoraflex hybrid was in zone 2. As there was retrograde blood flow from the left subclavian artery into the aneurysm, a vascular plug (abbot) was used to embolize the left subclavian artery. After the tevar, narrowed portion of the thoraflex hybrid was dilated and the pressure gradient was resolved. However, the patient is currently paraplegic and unable to move his/her legs. The tag was implanted within the thoraflex hybrid at the narrowed portion of the lumen of the thoraflex hybrid and did not protrude from the periphery of the device.

Manufacturer narrative:
Clinical code: 4499- renal impairment: on (B)(6), the patient's renal function tended to deteriorate. 2448- paraplegia: the patient is currently paraplegic and unable to move his/her legs. Impact code: 4614- serious injury/ illness/ impairment: there was serious health damage to the patient. (Sequelae: paraplegia) 4624- surgical intervention: emergency tevar was performed. A tag (28mm x 10cm, gore) was implanted inside the narrowed lumen of the thoraflex hybrid during tevar, and the pressure gradient was resolved. Medical device code: 2976- material deformation: angiography was then performed and showed that the lumen of the thoraflex hybrid was compressed around the distal part of the aortic arch. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales (B)(6) vs appearance > product defect > curled /kinked / folds / twisted complaints) gave an occurrence rate of (B)(4) (complaints v sales). 4111 - communication/ interview: awaiting additional information from site. 3331 - analysis of production records: a review of manufacturing and qc records. Confirmed that there were no issues with the manufacture of the device. 4114 - device not returned: site confirmed on intake form that device was not available for return. Investigation findings: 3233- results pending completion of investigation. Investigation conclusions: 11- conclusion not yet available.